Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with afx devices in 2012. Follow up imaging showed a type 3a endoleak with aneurysm sac growth. The physician elected to implant an infrarenal aortic extension on (B)(6) 2016. The patient is stable.